Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an error during the load sequence. Reportedly, the pump indicated that the cartridge could not be used and that it needed to be changed. The customer reported that the cartridge remained on the pump and customer was successfully able to resume the load process. The customer was unable to verify the specific message of the error on the pump. There was no known impact to the customer's blood glucose. Although requested, no further information was provided.